Event description:
A patient had an estimated blood loss of 152 ml when the blood in the extracorporeal circuit was not returned when the nurse observed air in the line and blood leaking from a loose connector between the arterial line and the patient's access catheter. Ref MFR 8010182-2014-00059.